Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has intermittently delivered incorrect boluses. Customer has accidentally been entering units instead of carbohydrates. Customer¿s blood glucose was 184 mg/dl. Tandem technical support advised customer to consult with a healthcare provider regarding setting changes.